Manufacturer narrative:
The device was inspected by an arjo service engineer. It was determined that the reported unintended movement was caused by an electrical malfunction in the side panel cables. The bed was moving unintended when the side panel was raised or lowered. Based on the information received, it seems most likely that the problem occurred due to an electrical malfunction. The circumstances under which the side panel cables failed are unknown. The faulty part was not available for further evaluation. Therefore, the cause of the issue was not established. To sum up, the bed did not meet its performance specifications due to unintended movement. The device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of an unintended movement of the bed.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was informed about the event involving the enterprise 5000x bed. It was indicated tha the bed was lowering unintended with a patient. No injuries were reported.